Manufacturer narrative:
Additional narrative: no non-conformance reports were generated during production. Review of the device history record (s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product investigation was completed: the returned article was examined. The tip of the drill bit was broken as complained. Though we cannot confirm exactly what happened, it is likely that the application of excessive mechanical force resulted in breakage. This drill bit was manufactured to specification and met all release criteria in january 2010. The measurable dimensions meet to the drawing. Also the measured hardness is within specification. Due to its design and size the drill bit needs to be handled with care. No actual product fault could be found with this article. DHR review, dimensional and hardness check during manufacturing indicates conformity of the device. Excessive applied force may be most probably root cause. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event from (B)(6) as follows: it was reported that the matrix mandible drill bit broke during a surgical procedure on the angled part of a patient¿s lower jaw. The break occurred when the surgeon attempted to drill a hole. The surgical procedure was extended by an unknown amount of time, but no other patient harm was reported. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Patient identifying information is not available for reporting. Additional product codes for this report include dzj. Device is an instrument and is not implanted or explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn as no product was received. A review of the device history records has been requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.